Event description:
It was reported the aspiration needle got caught and could not be removed. The issue occurred during a therapeutic procedure (endoscopic ultrasound-guided biliary drainage); the procedure was completed with a similar device following a delay of less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ·the combination of this product and an inserted guidewire was not applicable. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.